Event description:
Doctor reported screw fracture inside of the implant at tooth site 46. Implant was removed. Procedure has been completed with a new implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name unknown / provided. Type of the device unknown / not provided. Additional device information unknown / not provided. Premarket identification unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date and UDI not available, lot number unknown. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. *h4: device manufacture date not available, lot number unknown. H6: evaluation codes. H10: additional narrative. The product(s) were returned for investigation. The reported event was confirmed. Based on the evaluation, the device malfunction has occurred (fractured screw). However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The reported event could not be recreated due to the nature of the dental device and event. The complaint is related to the functional performance of the device.